Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the patient sample was tested at tosoh bioscience, inc. Quality assurance lab on (B)(6) 2017 on an aia-900 instrument, serial number (B)(4). The aia-900 instrument passed calibration and quality controls prior to running the patient sample. The qa lab obtained the following e2 result: neat: a 961.4 pg/ml. A 1:2 dilution: 821.9 pg/ml. A 1:4 dilution: 570.2 pg/ml. A 1:8 dilution: 463.3 pg/ml. The e2 patient result of 961.4 pg/ml at the qa lab correlated with the result of 936 pg/ml at the customer's site. The test results showed an unidentifiable interference with the subject sample, proven by the dilutional testing. The aia-900 instrument at the customer's site is performing as designed. Results of testing done by the qa lab were discussed with the customer. The customer agreed that the issue may be sample-related and does not have any concerns with the aia-900 instrument. The customer indicated that if the patient goes back to the clinic in the future, they may consider sending the sample out for an alternate methodology testing or pretreat the sample according to hama (human anti-mouse antibodies) procedure and then run e2 to determine if the patient does have some interfering antibodies. A 13-month complaint history review and service history review for similar complaints on serial number (B)(4) was performed from (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 2, introduction, states that this operator's manual provides a detailed description of the system configuration and operating procedures for the aia-900 enzyme immunoassay analyzer. You are recommended to read carefully and familiarize yourselves with the information provided in this manual before commencing operation of the system. The estradiol st aia-pack e2 under limitations of the procedure states the following: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event appears to be sample-related. The aia-900 instrument is performing within specifications.

Event description:
On (B)(6) -2017 a customer reported an estradiol (e2) result of 926 pg/ml (reference range 32.1 - 73.1 pg/ml) on the aia-900 instrument for a postmenopausal female patient was reported out of the laboratory and questioned by the physician. The customer reported that the patient was drawn on (B)(6) 2017 and initial result for e2 was 926.2 pg/ml and 952.9 pg/ml upon repeat. The customer did not have information regarding the patient's clinical history and this was the first sample drawn for e2 at their lab. The patient sample was not frozen, but stored at refrigerated temperature until (B)(6) 2017 when the physician questioned the result accuracy. The non-frozen patient sample was sent out to the reference lab for mass spectrometry analysis. The reference lab obtained an e2 result of <2.5 pg/ml. The customer reported that quality controls were within acceptable range prior to running the subject patient sample. No abnormalities were noted with the patient sample and no treatment was administered due to the aia-900 result. On (B)(6) 2017 the customer reported that the patient was redrawn and obtained an e2 result of 936 pg/ml on the aia-900 instrument, which correlated with the initial result of (B)(6) 2017. The customer did not want to send the patient sample out to the reference lab for comparison. The customer reported that this was a (B)(4) years old female patient with no prior reproductive treatment until presented at the clinic with postmenopausal bleeding. An ultrasound and biopsy was performed, which showed thickening of the uterus wall with course of treatment performed. The patient was not on any hormone replacement therapy. The customer confirmed that the e2 patient result from the mass spectrometry analysis of <2.5 pg/ml was reported out of the lab. The customer agreed to send the sample to tosoh bioscience, inc. For analysis by the quality assurance (qa) lab.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.